Event description:
It was reported to medtronic minimed that the customer received pump error 63 (hardware low level failures.), low battery alert, battery failed alarm, insert battery now alert. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for pump error. Customer was able to clear the error and successfully complete fill cannula delivery test. Error table indicated that pump requires replacement. Troubleshooting was performed for battery failed alarm. No damage reported to battery cap contacts or battery compartment. Customer did not receive another alarm after replacing battery. Troubleshooting was performed for low battery and replace battery alarm. Issue was resolved by replacing the battery. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed self-test, sleep current measurement, active current measurement and displacement test. No pump error 63 alarms noted during testing. Unit successfully downloaded to thump. The formatted history file confirmed the pump alarmed pump error 63 alarm (line number 0 file number 0) two times on 02/18/2025 between 17:18:08.000 to 17:18:49.000 due to hardware anomaly. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed batt test alarms noted during testing. Confirmed pump alarmed failed batt test on 02/18/2025 17:18:11.000 in the history files. Unit was cut open found moisture damage to motor assemblies, pcb1 board and pcb 2 board. The following were noted during visual inspection: corroded electronic assembly, corroded motor home switch, corroded battery tube, scratched case, pillowing keypad overlay, cracked case at the battery tube, cracked battery tube threads, faded and stained serial number label. The p-cap/reservoir does lock properly. No failed batt test alarms noted and customer did not experience an unexpected power loss of less than 7 days per the pump history records. However, confirmed the pump alarmed pump error 63 in the pump history download due to being found in he history files and hardware anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.